Manufacturer narrative:
(B)(4).

Event description:
During index procedure two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted. One endeavor sprint rx was implanted to the mid lad and another to the first diagonal branch. It was reported that both stents were implanted successfully. On the same day a myocardial infarction occurred. The mi was not related to the target vessel. The investigator did not indicate whether the reported mi was related to the study device/procedure. Approximately two months post index procedure the pt was re-hospitalized due to a myocardial infarction. Investigator indicated that it was unlikely that event was related to the study device. (Ref MFR# 9612164-2011-00937).

Event description:
One endeavor sprint rapid exchange (rx) drug eluting stent was implanted to the proximal lad and not the mid lad as previously reported. The investigator indicated that the first myocardial infarction (mi) was unrelated to the study stent. The 2nd mi was not related to the target vessel. The investigator indicated that the 2nd mi was unlikely related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction).